Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified vessel below the knee. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed using a 2.5mm x 20mm coyote nc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).